Manufacturer narrative:
Review of the analyzer data showed no indication of analyzer issues that may have affected to the specific run. Investigation on the reagent kit did not find any product problem. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in (B)(6) alleged obtaining a positive result for the sars-cov-2 and flu a target for a patient sample with the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. The sample was repeated in another lab on a different, unknown instrument, generated negative results. Review of the run data showed the CT values generated for both flu a (34.06) and sars-cov-2 (33.82) are near the limit of detection (lod) of the test, which can explain the difference in results upon repeat. Results were reported out; no harm was alleged. Review of the analyzer data showed no indication of analyzer issues that may have affected to the specific run. Investigation on the reagent kit did not find any product problem.